Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot, stalling at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found ippc post fail and bunch of programming errors. On further troubleshooting, the fse found that system can't boot up with 00:00 remaining time also service mode was blocked due to host pc problem. To resolve the issue, the fse replaced the host pc and hard disk, reinstall host os, apps and configured the system. The defective part was sent for analysis, for host pc failure was observed and the failed component was found to be failed dvd component. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.